Event description:
Report received of a nondelivery. The pt was to received zosyn 100 ml over 22 hours. The infusion was started in 2005 at 10:50am. On the following day, the pt returned to the office to have the container replaced. At 9:35am, the infusion was stopped. At that time, it was noted that the container was full and that the fluid would not flow through the tubing set. The pump display indicated that the volume was infused. The pt's physician was notified of the event. The physician discontinued the antibiotic therapy. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.